Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level was 199mg/dl. The customer's levels had been as high as 700mg/dl. The customer had been hospitalized for the highs. The customer treated with manual injections and IV. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.